Event description:
The lay user/patient contacted lifescan (lfs) on july 2, 2008 and alleged that her one touch ultramini meter was displaying the apply sample message. The medical affairs specialist (mas) called and spoke with the patient on july 16, 2008 to obtain further information. The patient was not willing to provide any additional information to the mas. She mentioned that she was not using the lfs products anymore and had purchased an accuchek meter. It was initially reported that the alleged issue first occurred on (B)(6) 2008 at 4:45 am. She had also mentioned that after the issue began, she experienced symptoms of being clammy, and her head felt funny. The mas was not able to verify these symptoms and if these symptoms are usually high or low blood glucose symptoms for her. She had also mentioned that she was tested on the doctor's meter with a result of 499 mg/dl. The patient informed the mas that the day after the issue began, she experienced the above symptoms and since she was unable to use the subject meter, she went to the doctor's office and was tested there. She also mentioned that she was given an insulin shot there. Her daily diabetes medication regimen includes oral medication (did not provide name/dosage). The patient refused to provide any further information. At the time of troubleshooting, it was verified that this was a new product. The patient's technique for sample application was reviewed to be correct and the test strip was drawing the sample into the test area. However, she did not have a new vial of test strips to complete troubleshooting. This complaint is being reported because the patient experienced symptoms (unclear if the symptoms were suggestive of hyperglycemia or hypoglycemia) after the issue began. The patient was administered an insulin shot at the doctor's office (doctor's meter result was 499 mg/dl). There is also no information provided regarding events prior to the start of the reported issue (symptoms experienced, blood glucose results, medication intake, etc.). The alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.